Event description:
The customer reported that the x-ray field was too large on the 9900 system, and the collimator needed to be adjusted. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep calibrated the iris. The system was tested and operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.